Manufacturer narrative:
Additional, changed, and/or corrected data: b5.

Event description:
It has been identified that this record, (B)(4), is a duplicate of (B)(4). Please see (B)(4) for reportable events. Un-reporting this record.

Manufacturer narrative:
The reported events are physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV and lymphadenopathy.

Event description:
Patient's representative reported through abbvie representative "baker grade 4 capsular fibrosis", "periimplant fluid", "inflammatory lymph nodes in the axilla", "chronic, shooting and severe pain" and "severe psychological stress, in particular, the great fear of developing cancer". This record is for the right side. The device was explanted.